Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 400 mg/dl. Customer treated their high blood glucose via manual injection. Customer advised they had a bent cannula, they changed out their infusion set and this may have resulted in high blood glucose levels. Customer declined to troubleshoot high blood glucose levels. Customer advised they had gastric surgery which may have resulted in high blood glucose levels. The insulin pump will not be returned for analysis.